Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a lead fracture with noise and high impedance measurements. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.